Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR): conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was 200mmh2o. The valve was hydrated. The catheters were irrigated no occlusions. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020, a patient was implanted with a hakim valve. Excessive drainage with a decompression sunk in window occurred to the patient. On (B)(6) 2020, the physician found that the valve could not be programmed. The patient had intracranial hypotension and could not be remitted even though the icp setting was adjusted to 200mmhg. The physician implanted another hakim valve into the patient and the condition of the patient was better than that before the revision procedure.